Event description:
It has been reported that "a patient with pkr implants operated on approximately 6 years ago. It appears that the implants are still well fixed however the x3 poly insert has worn down and needs replacing".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.